Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.

Event description:
It was initially reported that the device was not cutting properly. Additional follow up information stated that the event occurred during surgery and that the surgery time was extended beyond 30 minutes. There was no harm, injury or adverse event to patient/operator, nor was the life/health of patient at risk; however there was impact/damage to graft harvest (only a part of it usable) and an additional graft harvest was required. The surgery was completed with an alternate device.

Manufacturer narrative:
It was initially reported on feb 12, 2016 that the device was not cutting properly. Additional clarification was obtained on feb 18, 2016 in which the event was noted during surgery, resulted in over a 30 minute surgical delay, impacted the graft and resulted in having an additional graft taken. The customer returned an air dermatome device, serial number (B)(4), for evaluation. The device, manufactured on mar 9, 2000, is over 15 years old; the most recent repair took place on (B)(6) 2014 and was for a similar issue related to not harvesting the graft in one piece. The customer's reported event of the device not cutting a graft properly was not able to be verified. Testing revealed that the device was within calibration at all settings except for the zero thickness setting and the device was also within speed specifications. The master blade was found to be flush against the control bar as well. As there was no problem found with the device that would impact function and the previous repair was similar in nature, the reported event was most likely related to user technique. Per the instructions for use, the unit should be guided forward using a slight downward pressure to ensure that the cutting edge remains continuously firmly in contact with the donor site. The device was repaired and returned to the customer. Recommended actions: no recommended actions at this time.